Event description:
It was reported the ceramic beak fell off into the patient¿s bladder during an unknown procedure. The fallen device was successfully removed with the grasper. There are no reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report. The facility reported 3 similar occurrences for the ceramic beak falling off inside the patient over the past several months. The following 3 patient identifiers for below 3 olympus devices that were involved during separate events. 1) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk. 2) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk (this report). 3) patient identifier # (B)(6), model# a22040a, inner sheath, for 26 fr. Outer sheath, sn -unk.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00100. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue (broken ceramic tip) was likely caused by the following: 1. Thermo-mechanical fatigue 2. Wear and tear 3. Improper handling (impact, shock) however, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 4: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion no dents no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes additional information received from the customer. B5 has been updated accordingly. Also, based on the new information received, this complaint does not meet the criteria of a serious injury and has been determined to be a reportable malfunction only. Therefore, a correction has been made to b1, h1, and h6 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that only one of the three device defects (broken ceramic tip) occurred during a transurethral resection of bladder tumor (turbt) procedure. The patient involved in the event required an additional procedure to remove the retained broken device piece. The broken piece was retrieved successfully. The turbt was completed with no delay. Furthermore, the other two reported broken ceramic tips were identified prior to their respective procedures with no reported patient involvement. This complaint captures one of the two defects identified prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to an error in the previous submission. H6 code has been corrected from "cover" to "tip."